Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work) was confirmed. Upon evaluation, the front response button switch was defective. The cause of the non-functional repsonse buttons is the defective switch. In addition, the front and rea response button covers were missing. The root cause of the defective switch is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor indicating that the response buttons were non-functional.